Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 21mg/dl. The customer was not wearing the insulin pump for a few hours prior to hospitalization. Customer was treated with insulin. The customer stated that they were incarcerated and were not feed properly. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.